Manufacturer narrative:
See d3, d4 expiration date, g1, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00195; 941-01-40g, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient was draining from their incision post operatively. The surgeon decided to do an irrigation and debridement of the hip and exchange the poly liner and ceramic head while he was in the joint.